Event description:
Event description guidant received information that this chronic right ventricular endocardial lead exhibited noise on the pace/sense channel, leading to numerous diverted episodes and two inappropriate shocks. There was no noise on the shock channel. The lead was evaluated invasively and found the insulation on the pace/sense portion of the lead was damaged. The terminal pin of the lead was connected to the lead body by the wire only.